Event description:
Hcp reported to representative that patient suffered a seizure and cardiac arrest within 48 hours of bridge bolus of compounded baclofen. Bridge bolus was being done to change concentration from 7000 to 2000 mcg/day. The patient was receiving 1700 mcg/day.